Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call, the customer has been having issues with the sensors. The customer's blood glucose was 19 mmol/l. The sensors will only last about three days. Customer's mother was advised to calibrate four times a day as she only does two. Troubleshooting was performed and it was noted the transmitter light was not on. She was advised to remove the sensor and it was noted the needle was missing. Customer's mother was advised to return the sensor and she agreed.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The mother called back to report that there has been no improvement with the sensors, and continues having issues with sensor glucose and blood glucose readings. It was stated that the patient inserts at the back of the body. It was stated that the patient may need to rotate the insertion sites to different areas.

Manufacturer narrative:
Evaluated one random new/sealed enlite sensor and performed insertion test using a new lab enlite-serter and rubber skin. Inserted sensor onto rubber skin and sensors passed per specifications. Also, performed continuity resistance test, sensor passed per specifications.